Event description:
The peritoneal dialysis (pd) patient called in with questions regarding the cones on his 1.5% and 2.5% supply bags on (B)(6) 2012. The patient wanted verification he was using the correct 1.5% solution bag. The patient also reported his blood pressure was low and was being transferred to the hospital. During a follow-up call on (B)(6) 2012, the pd nurse stated that the patient was admitted for peritonitis. The patient's catheter was removed and the patient started hemodialysis in the hospital. On (B)(6) 2012, the pd nurse state that the patient was discharged from the hospital. The patient passed out at home due to low blood pressure, was sent to the hospital, and subsequently passed away the same day.

Manufacturer narrative:
A medical assessment was completed. During a follow-up call, the peritoneal dialysis nurse stated that the patient had begun hemodialysis, and passed away the same day he was discharged from the hospital. The patient's physician was contacted by an fmc associate medical director. The patient's physician indicated multiple comorbidities and the patient's chronic condition of ill health and disease management. He stated there were no problems with the pd cycler of pd fluid when the patient developed peritonitis. The patient was asymptomatic for peritonitis. He cultured the pd fluid because of a meningitis outbreak in ma. The patient was treated with anti fungal medication and his condition improved. He developed an atrial arrhythmia during this hospitalization and was started on an antiarrhythmic medication. The patient was discharged to home where he expired a few hours later. The patient's physician believes the patient dies due to cardiac arrhythmia. The fmc associate medical director was in agreement. There was no allegation against the device form the patient. The actual device was not returned for evaluation. An investigation of the device manufacturing records was conducted. No additional information available. A batch record review was conducted and confirmed there was no deviations or non-conformances. Product labeling, material, and process controls were within specifications.